Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, based on information provided and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported mitral regurgitation and dyspnea are cascading events of the clip opening while locked. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4624 was removed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. The final mr was grade 1-2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported. In the month of (B)(6) 2025, patient represented with worsening breathlessness and was identified significant mitral regurgitation between the clips. On (B)(6) 2025, it was decided to place amplatzer vascular plug (avp). During the implantation of avp, it was noticed in the fluoroscopy that the clip opened to approximately 60 degrees.